Manufacturer narrative:
(B)(4). Pending device investigation of the patient use event. 510(k): k111693.

Event description:
During deployment, the user is questioning the "no shock" notification given by the device.